Event description:
It was reported that during one aneurysm embolization procedure, the operator used the microcatheter to deliver the subject stent to the location. Next, the operator withdrew the microcatheter and attempted to deploy the subject stent. However, the after the first segment of the subject stent was deployed it got stuck with the microcatheter and could not be deployed. The operator fixed the delivery wire to withdraw the microcatheter but the subject stent still could not be deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during one aneurysm embolization procedure, the operator used the microcatheter to deliver the subject stent to the location. Next, the operator withdrew the microcatheter and attempted to deploy the subject stent. However, the after the first segment of the subject stent was deployed it got stuck with the microcatheter and could not be deployed. The operator fixed the delivery wire to withdraw the microcatheter but the subject stent still could not be deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject device was returned together with the microcatheter. The subject stent was found to be partially deployed. The stent was found to be deformed. The stent delivery wire (sdw) was found to be kinked/bent. The stent introducer sheath was not returned. Functional inspection to test the reported event ¿stent partial deployment¿ was not performed as it was confirmed during visual inspection. During functional inspection to test the reported event ¿stent failed/unable to deploy¿ the device was flushed. The stent could be deployed, however slight friction was noted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event ¿stent partial deployment' was confirmed during visual inspection of the device. The second reported event ¿stent failed/unable to deploy' could not be duplicated. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the operator used the microcatheter to deliver a stent. After the stent reached the location, the operator withdrew the microcatheter to deploy the stent and after the first segment was deployed, the stent got stuck with microcatheter and could not be deployed smoothly any more. The operator fixed the delivery wire to withdraw the microcatheter but still failed to deploy it. Then the operator withdrew the stent and microcatheter out together and used a new microcatheter and stent to deploy and finish the procedure. After the procedure the operator tried to push the stent again and another segment was pushed out from microcatheter'. The stent was returned for analysis partially deployed from the distal end of the microcatheter. The microcatheter was flushed and the stent was successfully advanced and fully deployed outside the microcatheter. During this step, minor friction was noted. Once deployed, the stent was also noted to be deformed in the middle, at the point where it was exiting the distal tip of the microcatheter. The stent delivery wire (sdw) was also returned for analysis and was seen to have a very minor bend near the distal end of the wire. The introducer sheath was not returned for analysis. The location of the damage to the stent suggests that this only occurred post the issue. If this damage was present on the stent when it was initially being advanced through the microcatheter, the user would have reported increasing resistance/friction. However, this was not the case. Therefore, it is not clear from the analysis and event description why the stent initially experienced difficulties when being deployed from the microcatheter. An assignable cause of procedural factors has been assigned to the reported events: ¿stent partial deployment', 'stent failed/unable to deploy' and the analyzed events: ¿stent partial deployment¿, ¿sdw kinked/bent¿, ¿stent deformed¿, ¿stent friction¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.